Manufacturer narrative:
Product evaluation: the device was received in service and repair, who completed pre-repair temperature testing. After running the device for 1 minute the temperatures were as follows: point 1 - 75.2°f, point 2 - 75.1°f, and, point 3 - 125.4°f. The shaft of the drill was worn, the device was noisy and corroded. The device is awaiting customer approval for repair. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during setup, the handpiece overheated. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician provided additional information; the procedure scheduled was for an acoustic neuroma. A backup handpiece was used for the procedure.